Event description:
Allergy to latex is severe. If it is aerosolized they have a reaction. Pt was using an air concentrator and was told it was latex free but pt began to react to it. There is rubber in the motor. Pt got a severe rash, started itching and had trouble breathing. Rptr is concerned that medical devices have rubber in the motors which pt's can react to.

Event description:
Add'l info rec'd on 04/11/2003: compressor/motor supplier has recently completed a part by part analysis of all components used within the assembly and has concluded that there is no naturally occurring latex rubber present in any of the components. This includes the o-rings mentioned in the original communication. In addition, the sieve bed filters, including the process used in their production, have been certified by the MFR as being free of natural latex. Internal tubing used is of medical grade and is not a concern. The co has also reviewed the assembly process and has confirmed, with reasonable certainty, that no natural latex is present on item that may be used during integral assembly of the device. During the investigation, the co confirms however that latex gloves are worn by some assembly personnel for cleanliness purposes during manufacturing. In the interest of the employees and to eliminate any potential source of contamination, the co is taking measures to remove latex gloves in the production facility. Please be advised that while the co believes they have sufficiently investigated and eliminated any potential for latex, invacare does not calaim or label this device as being latex free.